Event description:
The user facility reported that the angio-seal broke in half while attempting to replace the sheath over the wire for deployment. The estimated blood loss was less than 250cc. Additional information was received on 21aug2023: the exact component of the angio-seal that broke, the customer referred to as "stylet" was the sheath. An 8fr procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were issues with insertion, deployment, or withdrawal of the device. During insertion, the device crumbled and broke. Manual compression was used for hemostasis. The sheath snapped at the base of the sheath, opposite end from the tip with several small fragments. It appears that nothing entered the body before the sheath crumbled. They discovered that the angio-seal pouches are stored in cabinets, outside of the box, and the lab utilizes ultraviolet (uv) sterilization every night. It is possible the sheath was exposed to ultraviolet (uv) light for eight to twelve hours until the staff returned in the morning. They were stored in single unit pouches and hung on a hook in a windowed cabinet in the lab. The lab has been instructed to not remove the angio-seal pouches out of box until they plan to use and not store in windowed cabinets.

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy a2: age & date of birth: not available due to hospital policy a3: patient sex: not available due to hospital policy a4: weight: not available due to hospital policy a5: ethnicity: not available due to hospital policy a6: race: not available due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: clinical supervisor neuro the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angioseal device was returned for product evaluation. The returned device included the hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and were returned fully mated, and the hemostasis sheath was found to have been fractured and crumbled into many pieces. No other damage or issues were identified. The complaint was confirmed for a sheath breakage due to uv light exposure. The likely cause of the issue was determined to have been improper storage of the device as the device was exposed to uv light radiation during storage. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).